Manufacturer narrative:
Device evaluation: one smiths medical cadd ms3 pump was returned for analysis. During analysis, the customer's reported problem was unable to be duplicated. Testing was performed, and the device did not lose any programming. The device was functioning properly, no problems found. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that programming was lost on a smiths medical cadd ms3 pump and the patient was not able to update the settings on the pump. It was noted that the pump was used to infuse life staining medication, but the event did not occur during use on patient. It was also reported that the patient had low hemoglobin and breathing slightly worsened. Subsequently, the patient used another pump. No patient injury was reported. No additional adverse events were reported.